Manufacturer narrative:
This report is submitted on december 15, 2022.

Event description:
Per the clinic, the patient was treated with steroid (specific date and duration not reported) due to other medical reasons.